Manufacturer narrative:
H11: customer biomedical engineer investigated the device and could not reproduce the reported issue: the heating and cooling operations were repeated more than ten (10) cycles, but the phenomenon could not be confirmed. The inside of the tanks was cleaned twice using a detergent (neodisher). After performing the above work, the inside of each tank and the gaskets were hand-washed, and blackening is now no longer visible to the naked eye. The back of the bridge on the myocardial protection side, the pump and the area around the tubes were washed to remove any black spots. In order to solve the claimed issue, the bridge on the patient side and the main circuit (cpu) board were replaced. Subsequent functional verification testing (including heating and cooling operation tests) and temperature calibration were completed without further issues and the unit was returned to service. Fan motor and fan blades were also replaced due to loud when cooling. In addition, one set of external hoses that were received with the main unit were replaced after something resembling black mold was found inside the tubes. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Complaints database review pointed out that no similar issue was submitted for this unit since its installation in 2019. Based on the available information and taking into account the review of similar events, the most likely root cause of the reported issue is associated to an electical failure of the cpu board and to a worn out and corroded patient bridge. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase in the environment in which it works, with the possible contribution of the disinfection procedure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device took a long time to reach the target temperature (both cooling and heating) on patient side. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in fukuoka, japan. Through follow-up communication, livanova learned that there was no particular impact on the progress of the surgery or on the patient. In addition, cleaning procedures are not usually done at the hospital. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.